Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device ran in a locked position was confirmed. The assignable root cause was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device had damaged flex circuit, had a worn bearing, ran in a locked position, produced excessive noise, was loose, cosmetic damage and breaded stainless steel wire tether damage/came off. It was further determined that the device failed pretest for verify that all markings are present and legible, verify that the cord is not damaged, verify housing pin (35) loctite is cured, verify that the modified set screw (34) loctite is cured, cable assessment, safety assessment and noise assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.